Manufacturer narrative:
Date of event: unknown. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A complaint history check was performed and this is the 2nd related complaint for needle clog on lot # 8205946. If samples are received in the future, the complaint will be reopened for further investigation. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra fine¿ pen needles there was no insulin flow during injection.